Event description:
The customer reported to olympus technical assistance center (tac), the evis exera iii video system center displayed a snowy image or no image during an unknown procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer reported when the evis exera iii video system center was connected with 190 model series scopes, a snowy image or no image was displayed. Multiple scopes were attempted but the issue continued and the customer did not have any 180 model scope series to try. The cables were checked in the back as well. According to the customer, the user facility¿s olympus sales representative visited the user facility less than a month prior and had cleaned the socket with compressed air. The customer had swapped the clv-190 and the cv-190 and an image was displayed. Tac instructed the customer since the user facility did not have any 180 scopes, to swap one unit at a time to see if the issue could be duplicated. Tac speculated it may have been the clv-190 that was the issue and the unit should be sent in for repair. Upon follow up, the customer¿s sales representative believed that the user facility had isolated the issue to the clv-190. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Related patient identifiers: (B)(6).

Manufacturer narrative:
Updated fields: b5. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and additional information. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the subject device was not returned for evaluation, the exact root cause could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: a). Image was not temporarily displayed because it was affected by a light source device. B). Image was not temporarily displayed as a result of a communication failure. Olympus will continue to monitor the field performance of this device.